Event description:
Hub on arterial side of long term hemodialysis broke off (not retained) and could not be repaired. Pt required surgical removal of broken catheter and placement of new one. Pt tolerated procedure without complication.